Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Problem: delivery accuracy out of tolerance no sample / history available no pump was sent for investigation to melsungen for investigation. Only the history files were available. On the date of the incident (B)(6) 2024) the therapy esomeprazole was configurated at 01:58pm with a vtbi of 100ml and a flow rate of 10 ml/h. The therapy was started at 02:01pm. At 11:56pm the vtbi near end alarm occurred. At 11:57pm the therapy was stopped by user. In this time 99.23ml were infused according to the history files. No technical malfunction occurred during this time. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the b. Braun medical global affiliate: IV esomeprazole expected to finish at 2200 hours. When checked at 2200h, noticed that there was a balance of 50 mls.